Event description:
It was reported that there was wound leakage of water and blood that started last night at the spine incision site and the patient had increased baseline pain and was in extreme pain last night. The patient was experimenting because she was hurting really bad. The patient started running the machine about 2 days ago and with the information she had, she set the settings as appropriately as she knew how to do and it was working, and she could feel pain reduction. That went pretty decent for 30 minutes. She then had some kind of reaction that was not desirable. She had basically a muscle spasm and cramping that went on for at least one hour. Then all of a sudden, there was a diaphragm spasm and cramping, from the diaphragm area down, that went on for at least one hour. Her diaphragm shifted up 2 inches when it contracted. It physically moved the muscle and worked like a cramp in the leg and it kept on going and going. After 15 minutes, the patient took a flexeril and turned the machine off. It kept on going and approximately 45 minutes later the cramps stopped. The spasms had not come back but the patient had not turned the machine back on. She had a real hard night last night and extreme pain that was more than usual and her legs were hurting immensely. They were not sure what was going on. It was noted they had not talked with a manufacturing representative since the day of the surgery. The patient had the surgery on (B)(6) 2014 and she did not leak any fluid and had minimal leakage. She hardly ever messed with the bandage. They were pretty big and she had them changed out. In both the surgical areas, the scab was gone. They could see the scar, it was a very fine line that had healed and she had 3 long incisions. Two that looked like railroad tracks on her spine and one where the machine was embedded on the right inside. They had healed up and at the end of it, it was a little pink and kind of scabby. The incision on the right side of her spine, where they assumed was where they put the leads, healed and there was no scab. It was down to bare skin, except for the ends, wh ich were scabs and they did not look like they were going to leak. The top of the incision of the left side was kind of reddish, but no more than usual. The bottom, about 2 days ago, was really bothering the patient and it looked like the size of a mosquito bite and really pink. Then it switched to kind of a reddish tint and then last night, around 10 pm, all of a sudden water and blood just came, not pouring out, but leaking severely. That was the first real drainage she had ever had. She was in intense pain before that, during that, and after that. That was when the real drainage started. Now this morning a new bandage was put on her. There was not much leakage though the night. They spoke to an after-hour nurse that told them not to really worry about it. Now it was pussy. What little there was of it was pinkish. It was very minimal on the bandage, like a pencil eraser head. The dot was still kind of sticky, but the flow had stopped. It was noted they had not talked with a manufacturing representative since the day of the surgery. It was later reported that the patient was explanted on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), product type lead; product ID 977a260, serial# (B)(4), product type lead. (B)(4).